Manufacturer narrative:
On 5/25/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. On 5/30/2019, device evaluation completed: during analysis of the sample it was observed to be intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. The reported complaint was not confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel breast implant 600cc on the left, and 700cc on the right, silicone breast implants which bilaterally ruptured after implantation. The issue was captured on CT scan and ultrasound, and confirmed by the physician. As a result patient underwent bilateral removal and replacement as follow; left replaced with serial number (B)(4), catalog number 3507595mc, and right replaced with catalog number 3507680mc, serial number (B)(4) on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
On 5/2/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).